Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a new cartridge with insulin and delivering multiple boluses. The customer changed out the cartridge prior to calling tandem technical support and reported that the insulin display is accurate. There was no impact to the customer's blood glucose level.